Event description:
Customer wore a pod for 18 hours and his blood glucose got as high as 300 mg/dl. He was not sure if the cannula inserted properly. He noticed condensation on the reviewing window, but did not smell insulin. The pod was discarded.

Manufacturer narrative:
The pod was discarded and therefore, unavailable for eval. A cannula that does not insert properly may indicate a deployment issue that would likely inhibit insulin delivery and may lead to hyperglycemia. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also instructs users to treat hyperglycemia, when bg is 250 mg/dl or above, as follows. First check for ketones; if present, follow the guidance of an hcp. If not, then take a correction bolus as prescribed by an hcp. Check bg again in 2 hours; if levels have not decreased, then take another correction bolus using a sterile syringe. If after a total of 4 hours bgs have not decreased, then replace the pod and contact an hcp for guidance. Product lot qualification records were reviewed and determined to have met all acceptance criteria.